Manufacturer narrative:
On 1/16/2020, device evaluation was completed. Device evaluation summary: during visual analysis of the sample was found a crease in the anterior and extending to the posterior view. Within crease a tear was noted in the posterior view, measuring approximately 2.0 cm. No additional anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Concomitant products: left; 450cc mentor memorygel breast implant; catalog number: 3504501bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant and was presented with breast implant rupture on her right side postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3504251bc; serial number: (B)(4) on the right side and with catalog number: 3504251bc; serial number: (B)(4) on the left side on (B)(6) 2019.

Manufacturer narrative:
On 12/24/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 12/26/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).